Event description:
Reporter alleged the customer obtained the result of 37 mg/dl on the aviva system within 10 minutes of a result of 140-149 mg/dl on the professional system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.